Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total knee replacement procedure the staples would not penetrate the skin all the time , but when the staples penetrated they were not closing all the way. Another device was used to complete the case. There was no patient consequence.